Event description:
The customer reported via phone call that she was sent the incorrect sensor. The sensor responded with a lag time. Her blood glucose level was 50 mg/dl. She treated her low blood glucose level with a soda. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.